Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient, with an inflatable penile prosthesis (ipp), presented to the hospital with a device that was not working properly. Two weeks later, the patient underwent surgical intervention to revise the ipp. A hole was found in the left cylinder and the pump and cylinder were replaced. There were no patient complications reported.

Event description:
It was reported that the patient, with an inflatable penile prosthesis (ipp), presented to the hospital with a device that was not working properly. Two weeks later, the patient underwent surgical intervention to revise the ipp. A hole was found in the left cylinder and the pump and cylinder were replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Inspection of the first cylinder identified a hole in the proximal end of the cylinder that resulted in a fluid leak. Wear was identified at the proximal and middle parts of the cylinder and buckling folds were present at the distal end of the cylinder. The pump was examined and the outer layer of the pump bulb was worn from wear against the kink resistant tubing (krt) junction. The pump krt was worn to the filament. Based on the information available, the reported device observations were confirmed.